Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting.

Event description:
It was reported that an asahi guidewire advanced to the diagonal coronary artery without reported issue. A second, unspecified guidewire and unspecified stent delivery system advanced to the left anterior descending (lad) coronary artery lesion. The stent was deployed in the lad, 80% stenosed lesion. Following, difficulty was encountered removing the asahi guidewire from the diagonal coronary artery. The guidewire had become trapped between the deployed stent and the vessel wall. Additional dilatation was performed and the guidewire was attempted to be removed several times, gently, without success. During removal attempt, the guidewire tip separated in the diagonal coronary artery. A cardiothoracic surgeon was consulted. The patient was transferred to another facility and open heart surgery was performed. The separated tip possibly remains in entrapped behind the deployed lad stent. The first CABG graft closed and another surgery was needed. The patient is in stable condition. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): device available for evaluation. Evaluation summary: the analysis was performed by asahi intecc. Co. Ltd: the device returned for analysis. Analysis results: investigation of returned soft guidewire showed its core wire broken at the tip end. Based on the provided information, it is inferred that guidewire was rotated and pulled back with force while its tip end had been confirmed to be trapped between the deployed stent and the vessel, so that it was broken off due to the combination of rotational and pulling force exceeding the product design limit.

Manufacturer narrative:
(B)(4). The device was not returned. (B)(4). The analysis was performed by asahi intecc. Co. Ltd: the device was not returned for analysis. A lot history review revealed no anomaly relating to the reported event. No other product experience report was received for this lot. Based on the provided information, it is inferred that guidewire was pulled back with force while its tip end had been confirmed to be trapped between the deployed stent and the vessel, so that it was broken off due to the force exceeding the product design limit. It should be noted that per instructions for use (IFU): observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. If any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Do not practice stent delivery when using this guide wire for parallel wire technique. Separation or breakage of guidewire as one of possible complications and adverse events. Since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency.